Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012 - the patient's revision operative report was received. It was additionally noted that the patient had recurring dislocation and impingement due to the polyethylene wear. There is no new information that would change the existing MDR decision. Examination of the returned liner confirms both polyethylene material wear and stem impingement against the face of the liner while implanted. The material wear noted does not at all appear excessive for having been implanted for nearly 17 years or that the wear would be direct cause of the stem impingement and subsequent dislocation. Acetabular cup positioning and patient activities could also be contributing factors. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. The investigation has also determined that this product is now inactive/obsolete. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.